Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the application was not launched. The customer stated that this malfunction caused a delay of 5 minutes, when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launched. A technical support specialist found that the remote support specialist update agent was shown as not installed. Then, manually installed updated agent by following the knowledge article (how to manually install rss agents & rss component manager) and restarted the station and then med application was launched successfully. The system functioned as intended after the technical support specialist troubleshot the device